Manufacturer narrative:
The device was not returned for evaluation. Imagery from the field was provided and a longitudinal burst of inflation balloon was observed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to balloon burst. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021 to march 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon burst. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for balloon burst was confirmed by provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "sapien 3 was implanted with an extra 6cc of the nominal balloon value, with slow balloon inflation, during inflation of the valve balloon the balloon ruptured." While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, the structure of the balloon wall may burst via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint description revealed + 6 cc was added to the normal volume for inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 20mm commander delivery system is 11ml. It is possible once the balloon was filled volume past the target, it was subjected to pressures high enough to cause the balloon to burst and lead to the reported event. In this case, available information suggests that procedural factors (over inflation) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), approximately 6 years and 3 months post implant of a 26mm sapien 3 valve, a valve-in-valve procedure was needed due to moderate-severe stenosis and moderate intraprosthetic leak. A 20mm sapien 3 was implanted with an extra 6cc of the nominal balloon value, with slow balloon inflation. During inflation of the valve balloon, the balloon ruptured. The patient remained hemodynamically stable throughout the procedure and the implant was successfully performed. The valve was successfully implanted and did not present central insufficiency or paravalvular leak.